Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch report (mw5151123). The patient is alleging black specks in the water reservoir of their philips dreamstation 2 device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.